Event description:
The physician attempted arteriotomy closure with perclose a-t (the closer ak) device following an interventional procedure. The arterial access site was confirmed in the right common femoral artery. The physician reported that the device would not advance "easily". In the attempt to retract the device, the device could not be removed. It was reported that the physician manipulated the lever back and forth to free up the device. The physician then attempted to advance the device, but it would not move. It was reported that the physician deployed the needles, and when the needles were retracted, no suture was present. The foot was parked and the device could not be retracted. The device was manipulated back and forth. It was reported that the device broke at the distal end of the proximal sheath. The patient was taken to surgery for removal of the sheath and a portion of the foot. Though requested, no additional information was provided.